Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. A new 4.0 cm cuff was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, and evaluation conclusion codes.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. A new 4.0 cm cuff was implanted.